Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported obtaining a sensor reading of 2.9 mmol/l upon waking up and self-treated with a chocolate biscuit based on the reading. The customer reported obtaining additional 'lo' scans (< 40 mg/dl) and self-treating with glucose, however, sensor continued to report 'lo.' The customer also reported requiring third-party medical assistance, however, no details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported obtaining a sensor reading of 2.9 mmol/l upon waking up and self-treated with a chocolate biscuit based on the reading. The customer reported obtaining additional 'lo' scans (< 40 mg/dl) and self-treating with glucose, however, sensor continued to report 'lo.' The customer also reported requiring third-party medical assistance, however, no details were provided. There was no report of death or permanent injury associated with this event.